Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer¿s blood glucose was unknown at the time of the incident. The customer gets air bubble at the top of the reservoir and have to use 1/2 of the insulin in the reservoir up. Approximate size of air bubbles is large. Advised to remain disconnected from infusion set. Advised to remove the res from pump. The reservoir will not be returned for analysis.